Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a fill error, and no helium. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the problem, and found loos iab fill port connector. Stm fastened connector, performed functional check and safety test, then returned iabp to the customer for clinical service. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a fill error, and no helium. There was no harm, or injury to the patient, and no adverse event was reported.